Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had blood glucose levels of 574 mg/dl and 510 mg/dl on the day of the call. Caller stated that the customer was to be treated with manual injection and bolus. The insulin pump was not replaced or returned for analysis.